Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused respiratory distress and carbon dioxide poisoning. The patient did receive medical intervention in the form of hospitalization. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded and caused respiratory distress and carbon dioxide poisoning. The patient did receive medical intervention in the form of hospitalization. In the previous report b2, h7, and h9 were omitted. They are reflected on this report. H1 was incorrectly reported as a malfunction and should be reported as a serious injury. It is corrected on this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice /recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam that became degraded and caused the patient to hospitalize due to carbondioxide poisoning and respiratory distress. Based on the available information, the manufacture concludes no further action is necessary. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected the external and internal parts of the device and found presence of small amounts of dirt, dust, grim, and other foreign particles normally found inside air/flow path overtime. Contamination can be found from the inlet port, on/into airpath, then blower motor bellows, blower motor impeller blades, into the blower motor, transition tubing, and into clear flow path tubing during normal usage. All contamination found inside the device appears to be of foreign matter external to the device: dirt, dust, and grim throughout flow path. This foreign contamination is seen inside the transition tubing and clear flow path tubing on through to the outlet port. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device. Section b2, h1, h4, h7, h9 and section h6 have been updated/corrected in this report.